Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.

Event description:
A report was received stating that the device was in use for 48 hours when the tracheostomy tube was observed to be cracked and its internal wiring exposed. A replacement was required. No incident related medical sequela was reported.